Event description:
The patient reported that 30 minutes into charging their controller, there was physical damage to the outer case and the charger had melted; patient could smell burning plastic as a result of the device malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the controller damage or thermal issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated. Correction to d2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(6). Lot number changed from unavailable to h000464. Unique identifier (UDI) # changed to (B)(4). Correction to h(6) - investigation findings imdrf code change from c0207 to c1101 and investigation conclusions imdrf code change from d02 to d16.

Manufacturer narrative:
The returned device was evaluated and the charging cable was returned for investigation. No controller was returned. The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned component. No further post market lab investigation evaluation is required.